Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pump ran slower. It was reported that the patient doses were increased which led to the patient feeling better. No patient injury reported.